Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported the menu button on the infusion device is damaged and does not work correctly. The infusion device was requested for eval. No physiological effects were reported. Pt did not require treatment from a healthcare professional or second party to address the issue. No add'l info was provided.